Event description:
During prime for a cardiopulmonary bypass procedure, it was reported that when the pump was moved to the table, it lost ac power and went on battery. The surgeon wanted it removed from the room and a new pumping system was used. The surgery was completed successfully. There were no adverse consequences reported to the patient as a result of this event.

Manufacturer narrative:
Other - switched to battery back-up power. Evaluation in progress, but not yet concluded.